Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this complaint product didn't work at all from the time of opening. Therefore, the surgeon used an alternative same product to complete the surgery. After the surgery, the customer checked this complaint product and confirmed that some liquid leaked from the battery. The customer said "liquid leakage was found before cutting the cable. We cut the cable for return and the request of investigation. Therefore, this incident wasn't related on the cutting cable." No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Review of the device history record could not be performed as there was no lot number reported for this complaint. Product examination found that one of the batteries had warped and begun to leak. This caused corrosion of the battery contacts which caused the unit to not function. This complaint is confirmed. Using view 3.2 from the etq reliance system, from june 16, 2017 to june 15, 2018, there were 13 closed complaint that used rmf-130 rev. 11, line #58, or the respective item from the previous revision, as part of their respective risk assessment. The scope of this search includes all part numbers contained within rmf-130 line item. Based on the complaint history review generating 13 complaint the product sales of (B)(4) units over a one year time frame, (B)(4). Per zpc 12.935, 0.0001%<p<0.001% corresponds to a p1 = 2. The calculated p1 value is consistent with the current associated rmf file. A review using the p/n of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿work¿ between june 16, 2017 to august 20, 2018 resulted in 44 complaints. A review using the criteria of p/n and complaint category of this complaint and also based upon open and closed complaints and the keyword search using the character string ¿work¿ and sorted by manufacturer date was performed. This review resulted in the highest occurrence for a given manufacture date was 5. Reviewing the complaints for the lot number could not be performed as there was no lot number reported for this complaint. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.